Event description:
The customer reported that while performing multiple seals with the forcetriad, the activation and end tones were normal, and the surgeon observed steam and evidence of sealing, but when the jaws were opened, the vessel bled as if there was no seal. Another device was used to complete the procedure without incident. No further info was available. There was no pt injury.

Manufacturer narrative:
(B) (4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a f/u report will be submitted. See attached memorandum for additional info.